Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted on (B)(6) 2019. The patient¿s wife stated the patient experienced a seizure and loss consciousness. Emergency medical services (ems) was called, glucose via intravenous (IV) therapy was administered and when the patient gained consciousness, two packages of glucose and 150 ml of soda were administered. The patient was transported to the hospital and 1- 1 ½ hours post treatment; the patient¿s bg was 3 mmol/l (54 mg/dl). The patient¿s wife reported that at the time of the seizure, the cgm value was 70 mg/dl. The patient's wife reported that the cgm displayed erroneous values over several hours; however, the cgm and bg values were not provided. At the time of report, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.